Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device would not infuse patient controlled analgesic (pca) dose without a continuous infusion. Per the reporter, there were no adverse patient effects. The event outcome was resolved.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted dso seal. There was no evidence in the event history log. The reported problem, pump won't infuse pca bolus only without continuous infusion, was verified by functional testing. The cause is the remote dose would not activate, unless a continuous rate was programmed. Functional testing revealed the device to be over delivering, the expulsor was trimmed.